Event description:
It was reported to boston scientific corporation that during a procedure using a capio standard suture capturing device, the suture would not load correctly into the capio carrier, which caused the capio device to "misfire." The complainant was unable to clarify what type of malfunction occurred that is being referred to as a misfire. The procedure was completed with another capio standard suture capturing device without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Visual analysis of the returned capio device showed that the carrier head was exposed with the nitinol wire protruding from the top of the carrier head. X-rays of the inner components at the distal end of the device revealed that the nitinol wire was detached from the tube body inside of the capio device (see attached images on page 1). No parts became detached from the device itself. All parts although separated, remained inside of the capio device. The tube body with the nitinol wire detached inside of it, was submitted to the analytical lab scanning electron microscope analysis and energy dispersive spectroscopy analysis. Scanning electron microscope and energy dispersive spectroscopy analysis showed that the carrier/nitinol wire assembly was properly attached at the time of manufacture. Although not reported, the device appears to have come into contact with a hard surface possibly bone and upon retrieval encountered resistance and caused the carrier to be pulled open. The force applied to the carrier to remove the device may have caused the nitinol wire to detach from the body tubing. The probable root cause for this event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that during a procedure using a capio standard suture capturing device, the suture would not load correctly into the capio carrier, which caused the capio device to "misfire." The complainant was unable to clarify what type of malfunction occurred that is being referred to as a misfire. The procedure was completed with another capio standard suture capturing device without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4).the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.